Event description:
It was reported that the deep brain stimulation (dbs) patient was not receiving benefit from the stimulation. The patient underwent a lead replacement and repositioning as the lead had been placed too far anterior. The new lead was surgically placed in the ventralis intermediate nucleus (vim) of the right brain. The patient was doing fine postoperatively. The explanted portion of the lead was disposed by the medical facility. The remainder of the lead remains implanted in the patient.